Event description:
Customer reported receiving a device with a note on it stating, "device set to infuse 12ml/hr of heparin, but bag was empty after 5 minutes. Fluid was on floor, which may indicate a leak". The reporter received and inspected the device at the facility and observed fluid ingress at the wireless card. Clinical contact indicated labs were drawn because of the event and were within normal range. No additional patient or event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.